Manufacturer narrative:
Insulin pump passed displacement test and selftest. Constant failed battery test alarms with battery simulator and low battery alert while monitoring due to moisture damage on electronic board stack. Unable to perform sleep current measurement and active current measurement due to failed battery test alarms. Insulin pump received with pillowing keypad overlay and scratched case. Moisture damage on force sensor assembly and motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a charge last less than expected. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.